Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized for gas and diarrhea. The patient was also diagnosed with peritonitis but the cultures were found to be negative. The patient was prescribed antibiotics but the type, route, dose, and duration are unknown. The patient remains hospitalized and is recovering. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 with a diagnosis of peritonitis. The patient was seen in the outpatient clinic prior to this event for an exacerbation of chronic gastrointestinal (gi) disease involving bloating and diarrhea but it was affirmed these events were unrelated to pd therapy. Additionally, the patient¿s peritonitis was also unrelated to these chronic conditions. The outpatient clinic sent a request for the patient¿s hospitalization records from the admitting facility but did not receive a response as of the final follow up. As a result, laboratory results, medical interventions provided, exact cause of this event, hospital discharge date and the patient¿s current disposition remain unknown. The patient initially experienced abdominal pain attributed to peritonitis upon admission to the hospital. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was prescribed intraperitoneal vancomycin (unknown dose, frequency and duration) by her primary care provider following discharge, but medications prescribed during this hospital stay remain unknown. The patient discharged from the hospital (exact date unknown) and is currently recovering from this event while on antibiotic therapy at home. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum that are typically caused by touch contamination. The cause of this patient¿s infection cannot be determined at the time of this reporting; however, there was no indication this patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Should additional information become available related to any fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized for gas and diarrhea. The patient was also diagnosed with peritonitis but the cultures were found to be negative. The patient was prescribed antibiotics but the type, route, dose, and duration are unknown. The patient remains hospitalized and is recovering. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024, with a diagnosis of peritonitis. The patient was seen in the outpatient clinic prior to this event for an exacerbation of chronic gastrointestinal (gi) disease involving bloating and diarrhea but it was affirmed these events were unrelated to pd therapy. Additionally, the patient¿s peritonitis was also unrelated to these chronic conditions. The outpatient clinic sent a request for the patient¿s hospitalization records from the admitting facility but did not receive a response as of the final follow up. As a result, laboratory results, medical interventions provided, exact cause of this event, hospital discharge date and the patient¿s current disposition remain unknown. The patient initially experienced abdominal pain attributed to peritonitis upon admission to the hospital. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was prescribed intraperitoneal vancomycin (unknown dose, frequency and duration) by her primary care provider following discharge, but medications prescribed during this hospital stay remain unknown. The patient discharged from the hospital (exact date unknown) and is currently recovering from this event while on antibiotic therapy at home. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum that are typically caused by touch contamination. The cause of this patient¿s infection cannot be determined at the time of this reporting; however, there was no indication this patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Should additional information become available related to any fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.